Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of pt or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer. Internal components were evaluated and a component failure was determined as the cause of the run-on condition. The component was replaced and the handpiece was returned to the customer.